Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. P-cap locked in place properly during testing. Unit was received with battery cap contact damaged, battery tube threads - cracked, cracked case (battery tube), cracked case on lower battery side, pillowing keypad overlay, and scratched case. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when the following cracks were noted: battery tube threads - cracked, cracked case (battery tube), and cracked case on lower battery side. In addition, the following cosmetic damages were also noted: pillowing keypad overlay, and scratched case. Damaged battery metal cap contact was also noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported physical damage to pump. The customer reported no adverse event.the event involved product mmt-1881. Troubleshooting was performed and issue was unresolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1881 and insulin pump was retuned for analysis.